Event description:
Disposable bronchoscope broke inside of intubation tube in the patient. Anesthesia stated that the tip of the bronchoscope broke after positioning and prepping of the patient. The patient was placed back into supine position to address the issue and reintubate. The bronchoscope was examined by anesthesia and dr. [Redacted name]. The tip of the bronchoscope was still lodge inside of the intubation tube that was removed. There was a question of whether all the fragments were removed from the patient. An x-ray was performed as well as a bronchoscopy with bal. Manufacturer response for disposable bronchoscope, disposable bronchoscope (per site reporter) per report, manufacturer notified by site.